Event description:
It was reported that during a planned concomitant WATCHMAN procedure for the treatment of atrial fibrillation, a FARADRIVE sheath and FARAWAVE catheter were selected for use. The FARADRIVE sheath was connected to a non-Boston Scientific irrigation system equipped with an in-line air filter and configured to deliver irrigation at approximately 150 cc/hr. Transseptal access was obtained using a TorFlex sheath. The FARAWAVE catheter was advanced into the left atrium through the FARADRIVE sheath. Following the first two pulsed field ablation applications, the patient developed ST-segment elevation. The ST-segment elevation resolved spontaneously after approximately two minutes without intervention, and the physician elected to continue the procedure at other pulmonary veins. While ablating the right superior pulmonary vein, a spline inversion of the FARAWAVE catheter was observed. The catheter was completely withdrawn to correct the spline inversion and was subsequently reinserted. Aspiration was performed following reinsertion of the catheter. This occurred approximately halfway through the ablation portion of the procedure, estimated to be approximately 10 minutes after initiation of ablation. The catheter was then re-advanced into the left atrium and ablation resumed.During continued ablation of the right superior pulmonary vein after the second catheter insertion, ST-segment elevation was again observed. Ablation was immediately discontinued, and interventional cardiology was consulted for emergent left heart catheterization due to hemodynamic instability and abnormal wall motion. Upon contrast injection into the right coronary artery (RCA), the ST-segment elevation resolved, and the patient's symptoms improved. Transesophageal echocardiography (TEE) demonstrated air bubbles within the left ventricle along with diminished wall motion. No air was observed during catheter exchanges or elsewhere in the procedure prior to the TEE findings. The patient subsequently developed bradycardia requiring pacing support. Left heart catheterization identified small air bubbles within the RCA/obtuse marginal. Based on the observed intracardiac air embolism and resolution of air exiting the left ventricle through the aortic valve, the physician elected to abort the remainder of the procedure. The patient was extubated in the laboratory; however, extubation was reported as difficult, and the patient demonstrated posturing of the upper extremities. A hyperbaric treatment protocol was initiated. Following consultation between the operator and anesthesiologist, the patient was admitted to the intensive care unit (ICU) for overnight observation.After the procedure had been aborted and while preparing to transfer the patient to the ICU, it was noted that the pressure bag connected to the catheter irrigation system had run dry. The time at which the irrigation bag became empty is unknown, as this condition was not identified until after termination of the procedure. It was noted that no air was heard entering the system, and the pressure bag was confirmed to be a non-Boston Scientific product that did not contain an air filter. The physician further reported that no issues with the irrigation system were identified during the procedure.At the time of reporting, the patient remained in the ICU with serious neurological impairment and had some swellings on the brain. The patient continued to require intubation due to pulmonary complications. The patient's neurological prognosis and final outcome were unknown.It was further report that the patient later died. The cause of death and its relationship to the reported event were not provided.

Event description:
IT WAS REPORTED THAT DURING A PLANNED CONCOMITANT WATCHMAN PROCEDURE FOR THE TREATMENT OF ATRIAL FIBRILLATION, A FARADRIVE SHEATH AND FARAWAVE CATHETER WERE SELECTED FOR USE. THE FARADRIVE SHEATH WAS CONNECTED TO A NON-BOSTON SCIENTIFIC IRRIGATION SYSTEM EQUIPPED WITH AN IN-LINE AIR FILTER AND CONFIGURED TO DELIVER IRRIGATION AT APPROXIMATELY 150 CC/HR. TRANSSEPTAL ACCESS WAS OBTAINED USING A TORFLEX SHEATH. THE FARAWAVE CATHETER WAS ADVANCED INTO THE LEFT ATRIUM THROUGH THE FARADRIVE SHEATH. FOLLOWING THE FIRST TWO PULSED FIELD ABLATION APPLICATIONS, THE PATIENT DEVELOPED ST-SEGMENT ELEVATION. THE ST-SEGMENT ELEVATION RESOLVED SPONTANEOUSLY AFTER APPROXIMATELY TWO MINUTES WITHOUT INTERVENTION, AND THE PHYSICIAN ELECTED TO CONTINUE THE PROCEDURE AT OTHER PULMONARY VEINS. WHILE ABLATING THE RIGHT SUPERIOR PULMONARY VEIN, A SPLINE INVERSION OF THE FARAWAVE CATHETER WAS OBSERVED. THE CATHETER WAS COMPLETELY WITHDRAWN TO CORRECT THE SPLINE INVERSION AND WAS SUBSEQUENTLY REINSERTED. ASPIRATION WAS PERFORMED FOLLOWING REINSERTION OF THE CATHETER. THIS OCCURRED APPROXIMATELY HALFWAY THROUGH THE ABLATION PORTION OF THE PROCEDURE, ESTIMATED TO BE APPROXIMATELY 10 MINUTES AFTER INITIATION OF ABLATION. THE CATHETER WAS THEN RE-ADVANCED INTO THE LEFT ATRIUM AND ABLATION RESUMED. DURING CONTINUED ABLATION OF THE RIGHT SUPERIOR PULMONARY VEIN AFTER THE SECOND CATHETER INSERTION, ST-SEGMENT ELEVATION WAS AGAIN OBSERVED. ABLATION WAS IMMEDIATELY DISCONTINUED, AND INTERVENTIONAL CARDIOLOGY WAS CONSULTED FOR EMERGENT LEFT HEART CATHETERIZATION DUE TO HEMODYNAMIC INSTABILITY AND ABNORMAL WALL MOTION. UPON CONTRAST INJECTION INTO THE RIGHT CORONARY ARTERY (RCA), THE ST-SEGMENT ELEVATION RESOLVED, AND THE PATIENT'S SYMPTOMS IMPROVED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) DEMONSTRATED AIR BUBBLES WITHIN THE LEFT VENTRICLE ALONG WITH DIMINISHED WALL MOTION. NO AIR WAS OBSERVED DURING CATHETER EXCHANGES OR ELSEWHERE IN THE PROCEDURE PRIOR TO THE TEE FINDINGS. THE PATIENT SUBSEQUENTLY DEVELOPED BRADYCARDIA REQUIRING PACING SUPPORT. LEFT HEART CATHETERIZATION IDENTIFIED SMALL AIR BUBBLES WITHIN THE RCA/OBTUSE MARGINAL. BASED ON THE OBSERVED INTRACARDIAC AIR EMBOLISM AND RESOLUTION OF AIR EXITING THE LEFT VENTRICLE THROUGH THE AORTIC VALVE, THE PHYSICIAN ELECTED TO ABORT THE REMAINDER OF THE PROCEDURE. THE PATIENT WAS EXTUBATED IN THE LABORATORY; HOWEVER, EXTUBATION WAS REPORTED AS DIFFICULT, AND THE PATIENT DEMONSTRATED POSTURING OF THE UPPER EXTREMITIES. A HYPERBARIC TREATMENT PROTOCOL WAS INITIATED. FOLLOWING CONSULTATION BETWEEN THE OPERATOR AND ANESTHESIOLOGIST, THE PATIENT WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU) FOR OVERNIGHT OBSERVATION. AFTER THE PROCEDURE HAD BEEN ABORTED AND WHILE PREPARING TO TRANSFER THE PATIENT TO THE ICU, IT WAS NOTED THAT THE PRESSURE BAG CONNECTED TO THE CATHETER IRRIGATION SYSTEM HAD RUN DRY. THE TIME AT WHICH THE IRRIGATION BAG BECAME EMPTY IS UNKNOWN, AS THIS CONDITION WAS NOT IDENTIFIED UNTIL AFTER TERMINATION OF THE PROCEDURE. IT WAS NOTED THAT NO AIR WAS HEARD ENTERING THE SYSTEM, AND THE PRESSURE BAG WAS CONFIRMED TO BE A NON-BOSTON SCIENTIFIC PRODUCT THAT DID NOT CONTAIN AN AIR FILTER. THE PHYSICIAN FURTHER REPORTED THAT NO ISSUES WITH THE IRRIGATION SYSTEM WERE IDENTIFIED DURING THE PROCEDURE. AT THE TIME OF REPORTING, THE PATIENT REMAINED IN THE ICU WITH SERIOUS NEUROLOGICAL IMPAIRMENT AND HAD SOME SWELLINGS ON THE BRAIN. THE PATIENT CONTINUED TO REQUIRE INTUBATION DUE TO PULMONARY COMPLICATIONS. THE PATIENT'S NEUROLOGICAL PROGNOSIS AND FINAL OUTCOME WERE UNKNOWN.

Manufacturer narrative:
B2: Outcomes Attrib to Adv Event - Updated.B2: Date of death: the death date was unknown.B: Describe Event or Problem - Updated.H1: Updated. H6: Impact Codes- Updated.Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of air embolism, bradycardia, ST segment elevation, cerebral edema, brain injury, and death. Analysis of the returned FARADRIVE Sheath identified no visual, functional, leak, or microscopic abnormalities that would explain or contribute to the reported event. Analysis of the returned FARADRIVE Sheath identified no abnormalities or defects that could have contributed to the reported allegations.Device History Record Review:It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Device Technical Analysis:The returned FARADRIVE Sheath was received without the associated dilator. Visual inspection of the returned sheath found no external damage or abnormalities. Functional testing confirmed the sheath was able to steer and maintain deflection in both directions. The Sheath was leak tested, and the sheath passed all aspiration and leak tests. Microscopic inspection found no damage or abnormalities involving the irrigation line, stopcock, handle, shaft, distal tip, proximal shaft inner diameter, or hemostatic valves. Customer provided photographs were reviewed; one image appeared to show a flushing system and the other appeared to show the complaint device. The photographs did not provide sufficient information to support or refute the reported allegations and were therefore considered inconclusive.Labeling Review:Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A risk review performed for the FARADRIVE device confirmed that the event of air embolism, bradycardia, ST segment elevation, cerebral edema, brain injury, and death. are a known events defined in the product's risk management documentation. These event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARADRIVE device is acceptable.Investigation Conclusion:Based on the available information, Boston Scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported air embolism, bradycardia, ST segment elevation, cerebral edema, brain injury, and death. Although the reported clinical observations were suggestive of air embolism, no confirmed diagnosis was provided, and the underlying cause of the reported symptoms could not be established. The available information did not identify a device-related or patient-related mechanism responsible for the event. It was reported that the pressure bag connected to the FARAWAVE Catheter ran dry; however, it is unknown whether this occurred during or after the procedure, or whether it contributed to the reported patient complications. Evaluation of the returned FARADRIVE Sheath identified no visual, functional, aspiration, leak, or microscopic abnormalities. No device problem was detected, and the investigation did not identify evidence of a quality, manufacturing, or device-related deficiency associated with the reported adverse event.